Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change, when the physician connected the chronic right ventricular (rv) lead into the new device, high/undefined pacing impedance was observed. The lead was disconnected and reconnected with similar results. The physician attempted to implant a new lead, however the patient no longer had a venous access from either side. The lead remains implanted, however out of service and a subcutaneous implantable cardioverter defibrillator (ICD) was implanted. No further patient complications have been reported as a result of this event.